Event description:
The caller reported that the pump battery would not charge, although they did not receive a power source alert. There was no adverse impact to the customer's blood glucose level. The caller was using a tandem charging cable and attempting to charge the pump via a wall outlet. Technical support advised the caller to try a different wall outlet and to leave the wall adapter plugged into a working outlet for at least 30 consecutive minutes to see if the pump would start charging. Follow-up from technical support was planned.